Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Product broke at the hub during the case. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU) and quality control was conducted during the investigation. The device was not returned to assist in the investigation. There is no evidence to suggest the product was not manufactured per specification. The IFU lists steps for removing the sheath, including, "2. Insert the introducer dilator over the wire into the sheath. 3. Withdraw the sheath and dilator as a unit." Based on the limited information provided and that the product was not returned a root cause could not be determined. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
Product broke at the hub during the case. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.